Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: the root cause of the part falling is under investigation. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens healthineers became aware of an event associated with the ysio max system. The initial complaint was rather unspecific and described that the gas strut had possibly fallen off. It was further communicated more specifically that the gas spring of the flap extension for the corrugated hose of the tube stand had an issue. On 2025-10-23 additional information was received stating that the part flap extension gas strut had fallen from where it was mounted. No injuries occurred due to this issue. With this new awareness on 2025-10-23, it was decided to report the issue, since it could not be excluded that a serious injury might occur if a person were hit by the falling part.